Event description:
The customer reported that the paramedics took her to the hospital due to low blood glucose of 16mg/dl. The customer believes that the insulin pump was giving too much insulin without programming, and the delivery was not recorded. The customer stated that she filled the reservoir that day and her glucose level dropped. Then the insulin pump alarmed low reservoir. The customer believes that whole reservoir was delivered. Troubleshooting was performed. The time, basal profile, and bolus wizard were correct. Reviewed the alarm history and found multiple low reservoir alarms. The caller stated that the device was not exposed to a high magnetic field. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.